Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in an unknown procedure. It was reported that during the procedure, there appeared to be a leak from the valve of the device. The physician then placed a 9 fr sheath inside the 14 fr sentrant sheath and this solved the problem. As per the physician the cause of the event was most likely and issue with the valve. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis a photo showing two (2) sentrant sheaths along with other devices was received from the account. The sentrant seal was not visible therefore it could not be determined if the seal was defective. The reported leak could not be confirmed through review of the photo provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.